Event description:
A pt reported to their provider that their CPAP unit caught fire and emitted smoke.

Manufacturer narrative:
The device was not returned to resmed. Resmed has requested the product be returned, so further evaluation could be performed.